Event description:
Additional information was received stating that the vns patient¿s device was successfully interrogated and programmed off prior to the MRI. The failure to interrogate was due to a presently unknown issue with the programming system which was resolved by using a second programming system. The patient¿s device was programmed back on after the MRI on (B)(6) 2014.

Event description:
It was reported that the vns patient¿s generator could not be interrogated. The programming system was used successfully on other generators. The patient was scheduled for an MRI and needed the device disabled before the procedure. Attempts for additional relevant information will be made.